Manufacturer narrative:
Other, this MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. UDI information is unknown. No information provided to date. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection was performed, and the following observations were noted: plunger case tamper seal was removed, and bottom case tamper seal was replaced by non-smith medical tamper seal. Top case badly cracked, cracked right plunger case (on the side) and bottom case (l-bracket area). Case bottom filled with contamination. Functional and delivery testing was conducted. There was a check syringe plunger sensor error identified in event history log review. Power process, syringe test, check and test plunger's sensors and assembly testing were performed. Check syringe plunger sensor error was duplicated at power up. Stuck left flipper due to contamination was identified. The reported issue was confirmed. The root cause of the reported event was determined to be fluid ingression. The following actions were taken: replaced left plunger case. Other repairs included: installed missing cable guard. Replaced speaker and interconnect board due to contamination. Replaced cracked case top, case bottom and right plunger case. Replaced bent plunger tube. Replaced old style motor mount, teflon washers with the delrin washer, worm gear, worm coupling, lead screw and both clutches due to normal wear. Device passed all functional and device testing after repairs. .

Event description:
It was reported that the syringe plunger sensor not detecting syringe. No patient injury was reported.